Manufacturer narrative:
Vyaire complaint #: (B)(4). Other - at this time, vyaire has not received the suspect device/component for evaluation. The customer has reported to have a 3rd part biomedical service technician to evaluate the device. They have stated that the device has been evaluated and is running without issue. The customer reports that they will inform vyaire if they would like to continue with further evaluation or if they are going to put the device back into service.

Event description:
The customer reported that their vela ventilator was in use with a patient when the screen went blank. The ventilator was switched out and the patient was placed on a different ventilator, with no patient harm or injury.